Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
After the device was opened the surgeon noticed an unusual mark inside the shell and wasn't happy to use this for the procedure. Another implant was opened with no issues and the case was completed as planned. Surgical delay: 30 seconds to retrieve a replacement.

Manufacturer narrative:
An event regarding foreign matter involving a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: the inner blister tray, square pad, the plug, and the implant were returned and appears unused & intact. A scratch was found on the distal part of the implant. A material analysis was performed and concluded "foreign material was observed on the distal surface of the shell. Ftir analysis determined the assayed spectrum of the foreign material could not be matched to the available library spectrum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event for the foreign matter was confirmed based on the visual inspection of the returned implant. A material analysis was performed and concluded "foreign material was observed on the distal surface of the shell. Ftir analysis determined the assayed spectrum of the foreign material could not be matched to the available library spectrum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." A root cause could not be determined based on the consultation with packaging sme indicating that the mar test result was found to be inconclusive and nothing in the packaging process will create this issue. No further investigation is needed at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After the device was opened the surgeon noticed an unusual mark inside the shell and wasn¿t happy to use this for the procedure. Another implant was opened with no issues and the case was completed as planned. Surgical delay: 30 seconds to retrieve a replacement.